Manufacturer narrative:
Investigation results: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review (DHR) review for batch 7191786 (p/n 309649) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7191786 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing up the antibiotics in the bd plastipak¿ luer-lok¿ syringe the scale markings were not clearly marked. Found during use. No serious injury or medical intervention noted.